Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 7 months post tavr with a 23mm sapien 3 valve (sn unknown), the valve failed due to stenosis. A 23mm sapien 3 ultra valve was implanted in a valve in valve procedure.